Event description:
It was reported that the port was implanted 2003 for chemotherapy. After six treatments, the physician found the catheter had disconnected from the port. The port and catheter were surgically removed from the pt. There were no associated pt complications.